Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, not yet received. .

Event description:
On (B)(6) 2017 it was noticed that an asystole alarm on bed 15 at 17:55 was not displayed as a pop-up window on all other monitors. As a result, this alarm was initially not noticed and subsequently only discovered by accident. The patient was being monitored at the central station.

Manufacturer narrative:
On (B)(6) 2017 ((B)(6) 2017) it was noticed that an asystole alarm on bed 15 at 17:55 was not displayed as a pop-up window on all other monitors. As a result, this alarm was initially not noticed and subsequently only discovered by accident. According to the field service engineer the clinical audit logs were overwritten and the data cannot be reconstructed. The biomedical engineer made changes to the caregroup overview configuration after the adverse event occurred so that it is not clear what the previous configuration for caregroups was at the time of the event. Per remote phone support from the ccsc (customer care solution center) the caregroup configuration was corrected and the issue was resolved. There was a delay in treatment due to the unit based popups (overview) not being configured correctly for one bed in the unit and use of the product is considered to be a factor although there is no data to support that a device malfunction occurred. The patient was an (B)(6) year old male on dialysis who was dnr (do not resuscitate) according to patient's provision.

Event description:
On (B)(6) 2017 ((B)(6) 2017) it was noticed that an asystole alarm on bed 15 at 17:55 was not displayed as a pop-up window on all other monitors. As a result, this alarm was initially not noticed and subsequently only discovered by accident. The patient died.